Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, during boot up, the imaging system displayed a black screen only. The pendant indicated that system is ready to work. The site found a loose monitor plug. After reattachment the system worked. There was no patient present when this issue was observed.